Manufacturer narrative:
An event of difficulty releasing the valve from the flexnav delivery system and device embolization was reported. Field indicated difficulty in releasing the valve from the delivery system, as one of the retainer tabs was still attached during the final release. The tab released and due to the tension in the delivery system, the navitor tipped above the annulus which may have contributed to the reported embolization. A returned device assessment could not be performed as the device remains in the patient and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. From cine review: in total, 18 flouroscopic files were provided. The portion of the complaint referring to a ¿stuck tab¿ or tension of the delivery system, or any procedural steps between partial deployment and the final depth were available to confirm these elements of the complaint.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 29mm navitor valve was selected for an implant using a large flexnav delivery system. The implant depth at deployment was -1mm and at release was -3mm. The patient had 67 degree horizontal aorta and there was severe calcium to allow anchoring of the device in the opinion of the user. During the procedure, the physician compress the loading funnel and base to open the aortic end of the valve. The end of the aortic valve did not open wide enough (as usual) and one of the tabs was twisted. The physician restarted the process of loading valve. The valve then showed no abnormalities. The three retainer tabs were engaged with the retainer receptacles and that no stent struts are overlapping. One of retainer tabs was still stuck.the tab could not released. After 10 min. The tab released and due to the tension in the delivery system, the navitor tipped above the annulus. The physician did not snared the vale into position and no hypertensive spike or pulmonary hypertensive episode at the time of migration. A valve in valve procedure was performed with a non abbott device. All the time the patient was stable.